Event description:
Info received indicates, the head section was able to be moved from side to side with the brake locked.

Manufacturer narrative:
The tech was able to adjust the right head end brake caster to repair the bed.